Event description:
At the (B)(6), a radiographer had a pt sitting under the wall stand (ws) bucky and moved the bucky down using the keypad. After pressing and releasing the ws keypad down movement button, the bucky failed to stop and continued to move downward. The bucky contacted the pt's legs, however, the pt did not sustain an injury. When this occurred, the radiographer attempted to stop the bucky movement by manually pulling the bucky up. The radiographer then pressed the manual brake release button on the ws to release the bucky from being in contact with the pt. The radiographer did not attempt to press the emergency (e) - stop button and sustained a shoulder injury.

Manufacturer narrative:
The carestream service engineer replaced the ws keypad and the i2c cable on the equipment. The customer has resumed using the equipment after the repair with no further issues. Carestream reported this issue to the (B)(4) on (B)(4) 2013 via the iris medical device incident report form. In addition carestream has met with the customer to provide a description of how the device operates and the plan to resolve the issue. Carestream is reporting this issue in an MDR report later than the 30 day time period because this issue had been reported to the (B)(4) as noted above, and at the time in which this incident occurred, it was assessed to be confined and resolved at this customer site. Since then carestream has received 2 additional incidents reported in the us and has submitted MDR reports within the 30 day timeframe for these incidents (MDR report - 1317307-2013-00010, MDR report - 1317307-2013-00011.